Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to verify unexpected restart alarm due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unexpected restart. She was unable to clear the alarm because, the buttons on the insulin pump were unresponsive. The customer had two insulin pumps and both alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.